Event description:
On february 5, 2020, a reporter for the lay user/patient (patients¿ mother) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioflex meter was displaying an error 2 message. The complaint was classified based on information obtained from the customer service representative (csr) documentation as the reporter did not wish to provide additional information when csr attempted to follow-up with them on (B)(6) 2020. The reporter stated that the alleged issue began some time after 5 p.m., on (B)(6) 2020. The patient manages her diabetes with insulin pump therapy and based on information provided by the reporter, the patient did not make any changes to her usual diabetes management regimen in response to the alleged issue. The reporter advised that prior to the alleged issue beginning with the subject device, at 3 p.m., on (B)(6) 2020, the patient began ¿vomiting¿. The reporter advised the csr that the patient was admitted to the intensive care unit (ICU) at 8 p.m., on (B)(6) 2020, due to vomiting where she received treatment (not specified) from a healthcare professional. It is not known if the patient¿s blood glucose was measured on another device. It is also not known when the patient was discharged from hospital. At the time of troubleshooting, the csr established that the device was not being used for the first time. The reporter was unable/unwilling to walk through resolving the issue with the agent at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient was reportedly hospitalised and required hcp treatment whilst using the subject device. There is insufficient information to rule-out the contribution of the subject device to the event and the requirement for hospitalisation/hcp treatment.